Event description:
Five days after replacing the previous pump, a pocket infection was detected. The whole system was removed. The pump was used to deliver baclofen; the concentration and dose were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.